Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose was impacted; the customer could not provide the exact value. As the customer did not perform a system check with tandem technical support, a cause of the occlusion was unable to be determined.